Manufacturer narrative:
Pt info not available from the site at the time of this report. A medtronic rep reported the site was using a bent probe when the inaccuracy occurred, probe replaced. Replaced camera, eval found camera to be fully functional. Accuracy on s7 verified; no problems found. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported a 5 mm inaccuracy placing a pedicle screw, it was the first screw placed. They did another o-arm spin and the screw was accurate. The spine surgery was completed with the use of the stealthstation s7 sys. There was no impact on the pt outcome.